Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the one way valve in the vent line exploded. *product was changed out. *there was blood loss of around 10cc. *procedure was completed successfully.

Manufacturer narrative:
Visual inspection was performed on the returned sample, during which dried blood was noted within the valve. No other anomalies were noted anywhere on the device. A review of the device history record revealed no manufacturing anomalies. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample passed all leak tests and met all specifications. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery, and there was possible pressure buildup in the heart causing a positive pressure buildup in the vent line. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. If the ops valve for this reported event was used in the aortic root vent line, this same event may have occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.